Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with monarc subfascial hammock on or about (B)(6) 2010 to treat her stress urinary incontinence. It was alleged, the plaintiff experienced "significant mental and physical pain and suffering, permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries," "neuromas," "disability, impairment," "emotional distress," and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.